Event description:
The doctor called to report that the customer was in the emergency room and had not been admitted for diabetes ketoacidosis. The doctor stated that he was not sure what was wrong with the insulin pump. Advised the doctor that troubleshooting on the device needs to be performed. However, when the call was transferred to the room, the call was disconnected. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.